Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: the valve was received submersed in an unidentified liquid in the provided return kit. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Results: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the clinical claim of under-drainage. At the time of our investigation, the opening pressure of the valve was within the specified tolerances. How a functional impairment of the valve could occur in the past is not revealed to us throughout our investigations. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav was suspected of postoperative blockage or under-drainage. The patient was originally implanted on (B)(6) 2014. The explant date was (B)(6) 2016. The valve was returned to the manufacturer for evaluation. Further details were not provided. Height: 173 cm.